Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly due to leakage from electrical (el) connector, scope connector (s-connector), upward/ downward (u/d) angulation control knob. Additionally, it is presumed that humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device the event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to deformation of the electrical connector the water tightness was lost, due to deformation of the scope connector the water tightness was lost, due to deformation of the up/down knob the water tightness was lost, the adhesive on the bending section cover rubber had scratch, the connecting tube had a buckling, due to wear of the angle wire the bending angle in the up/down/left/right direction did not meet the standard value, due to wear of the angle wire the play of the up/down/right/left knob was out of the standard value, the grip had a scratch, the control section had stain, switch 1 had a cut, the right/left knob was sticky, the up/down knob had discoloration, the lock engagement knob had discoloration, the suction cover had a dent, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had reduced angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the forceps elevator had foreign material attached, the inside of the light guide lens was dirty, and the forceps control lever had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.